Manufacturer narrative:
(B)(4). It was reported that during insertion the catheter and guide wire kinked was confirmed. One guide wire and one arrow 2-l, 4 fr x 13 cm catheter were returned. The customer also provided a photograph of a catheter and a damaged guide wire inside a plastic bag. The returned guide wire had numerous kinks located in the distal 5 cm (j-end) of the body. The guide wire also had kinks located 16 and 37 cm from the j-tip. A manual tug test determined that both welds and the core wire were intact. The guide wire graphic specifies the length at 454 +/- 4.8 mm and the outside diameter at .432 / .457 mm. The outside diameter was measured at .440 mm. Because of the damage, the guide wire length could not be accurately measured but was confirmed to be consistent with the graphic. The catheter showed evidence of use and had a severe bend in the body located 1 cm from the juncture hub. The catheter graphic requires that a .018" guide wire must pass from the catheter tip through the distal extension line hub. An .018" gage wire passed freely through the distal lumen. The device history records other remarks: were reviewed and did not reveal any manufacturing related issues. Since it was reported that the catheter and guide wire kinked during insertion, operational context caused or contributed to the event. No further action will be taken.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during insertion in the surgical room, the catheter and guide wire kinked. As a result, a new kit was opened and used to complete the procedure without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.